Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (200mg, intraperitoneal, frequency and duration were not reported), amikacin injection (100mg, intraperitoneal, frequency and duration were not reported) and heparin injection (1000u each bag, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to unhygienic conditions and inadequate dialysis. The same day as event onset, the patient was hospitalized for the peritonitis event. At the time of this report, the patient was discharged from the hospital and was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.